Event description:
It was reported that the right ventricular lead exhibited low impedance, under sensing, noise and an insulation anomaly. The lead was capped and replaced. The patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.